Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: on (B)(6) 2015 during the patient's transfer using sara 3000 active lift the patient's feet slipped backward and fell on her knees. Belts of the sara 3000 lift knee support which keeps the patient's legs in place remained locked. It was indicated that the nurse needed to cut them. No injuries were received by the patient as a consequence of the event.

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that the patient's feet gave in during the transfer using sara 3000 active lift. It was indicated that as a consequence the patient fell on his knee. Belts of the sara 3000 lift knee support which keep the patient's legs in place remained locked. It was indicated that the nurse needed to cut them. No injuries were received by the patient as a consequence of the event. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. We were informed that the lift belts attached to knee support were cut off to release the patient after the fall. However, this fact took a place after the event had occurred. Therefore, the sling and the lift which work together as a system were found to have been to specification when the event took a place. There was no technical malfunction. The sling and the lift were being used for patient care when the event took place and in that way contributed to the outcome of the event. From our investigation, including a simulation, it comes forward that when the labeling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling. Even taking into account a transfer with use errors such as incorrect position of the patients feet and knees, and in addition the person not being correctly evaluated before transfer (the patient is not bearing his/her weight), there is no likeliness of the patient drop or other adverse event (unrelated to pre-existing health issues) during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs (with amongst them at a minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated for suitability, the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). With the above considerations, when compared to the information we were able to obtain, leads us to conclude that the most likely cause of the event is that the patient was not having been correctly evaluated before transfer and additionally the IFU was not followed on several points (multiple use errors) allowing the person to slip out of the sling. In combination with incorrectly following other labeling instructions caused the event, therefore use error is considered to be the main cause. It appears most likely that the patient assessment which should be carried out by a qualified nurse or therapist before the lifting process is started, was not performed. Therefore, we can assume that the patient was not assessed for suitability directly before the transfer. With regards to the use of the leg straps and the event description: the use of the straps is optional and suggested to be used when the person being transferred is otherwise likely to move their feet. The labeling indicates to apply them in a way that is comfortable but still tight enough to actually keep the legs to the knee supports. This means that it is impossible for the person to fall on their knees with these straps correctly applied. Therefore we can only conclude that if the described outcome is correct; either the statement of the use of the straps is incorrect, or they have not been applied as described in the labeling. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff - note that the device labeling requires that all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labeling, with special attention to correct lifting procedure and to evaluate the person to be transferred, before each transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation. (B)(4).